Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The battery and control board were recommended for replacement and a quote has been issued. To date, the customer has not approved the quote. Patient information could not be obtained due to country privacy laws.

Event description:
The hospital reported the ventilator shutdown during a case. The patient was shifted to a new unit and the case was able to continue. There was no report of patient injury.